Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and associated right ventricular (rv) lead exhibited noise that was oversensed, resulting in pacing inhibition. It was reported the patient was pacemaker dependent, but they did not report symptoms at the time of the stored events. The pacing outputs were increased to 6.5v @ 0.4ms and the mode was changed from vvi to voo, at 70 ppm. The sensing and pacing configurations were changed to unipolar and the patient was hospitalized for a new device implant. A boston scientific technical services consultant discussed the device's end of life (eol) behavior since it would remain implanted with the new pacemaker. Later, a new device and lead were implanted and this chronic system was abandoned. The cause of the noise was not able to be determined. No additional adverse patient effects were reported.